Manufacturer narrative:
Batch review performed on 16 august 2018; lot 1620085: (B)(4) items manufactured and released on 26 july 2016 expiration date: 2021-07-12 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complainant of pain 3 months after primary: the screw had broken. It is unknown if the patient will be revised at all. Update jul 31, 2018 from the agent: the surgeon is planning on revising this patient but is not going to go anterior, surgeon is going to elect to just go posterior and add some screws and rods.

Manufacturer narrative:
On october 15, 2018 no additional information will be obtained about this case.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 14 september 2018 few months after surgery the patient was complaining about pain. One of the screws was found to be broken. We cannot establish from the documentation provided if tbone fusion took place or not yet the documentation is not sufficient to enable a proper evaluation of potential clinical causes for this episode.